Event description:
The patient presented at the emergency room with chest pain. The left anterior descending artery had moderate diffuse disease, circumflex had 90% stenosis with a ruptured plaque, and rca was occluded proximally. The physician treated the heavily calcified lesion in the proximal circumflex lesion with an integrity over the wire (otw) coronary stent. The lesion was pre-dilated and despite numerous attempts the device was unable to cross the lesion. The device was removed from the patient and on inspection it was noted that there was damage to the stent. The lesion was ballooned again and an endeavor stent was used to treat the target lesion. There was no patient injury and no clinical sequelae were reported. Pci of the proximal left descending artery was performed successfully on the same date. Evaluation summary: the stent was positioned between the marker bands. The 3rd and 4th distal segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver stent/ stent deformation), patients condition affected effectiveness of device (heavily calcified lesion 90% stenosis). Conclusion results: device failure/lack of effectiveness related to patient condition (heavily calcified lesion 90% stenosis).